Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a de novo concentric lesion in the mildly tortuous, heavily calcified and 90% stenosed distal right coronary artery. A 3.0x12mm trek balloon dilatation catheter (bdc) was advanced to the lesion for pre-dilatation. During the first inflation, the balloon ruptured at 8 atmospheres. Pre-dilatation was completed with an unspecified bdc of the same size, then an unspecified stent was successfully implanted. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.